Manufacturer narrative:
(B)(4). Batch #: v95m48. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the issues experienced with the product change the post operative care of the patient in any way? If yes, please provide details. Had the product been reprocessed? Was it noted in the procedure if the blade made contact with metal or a hard object during use? Did the extended surgery time due to the issue with the device changed the plan of care for the patient? What is the current condition of the patient? Was there any other action taken for the prolonged time of the surgery? Did the procedure have to be converted to open? Did the patient need any different type of post op care due to the extended time of the procedure? What medical intervention was used to treat the patients pain? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. However, it prolonged the time of operation and anesthesia, increased the patient's pain and increased the operation risk. After the operation, the manufacturer and the equipment department were notified.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/23/2022 additional information was requested and the following was obtained: did the issues experienced with the product change the post operative care of the patient in any way? If yes, please provide details. Had the product been reprocessed or re-sterilized? Was it noted in the procedure if the blade made contact with metal or a hard object during use? Did the extended surgery time due to the issue with the device changed the plan of care for the patient? What is the current condition of the patient? Was there any other action taken for the prolonged time of the surgery? Did the procedure have to be converted to open? Did the patient need any different type of post op care due to the extended time of the procedure? What medical intervention was used to treat the patients pain? -------- all answers above are unobtainable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious adverse event and is being considered malfunction.